Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of extreme dry mouth and also humidifier is not working properly. There was no report of serious injury or harm. There is no medical intervention was specified. After the second attempt to have the device and components evaluated, the customer responded that the device was already returned back, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed.